Manufacturer narrative:
(B)(4). Results pending completion of manufacturing evaluation. Device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and surgical conversion." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of a thoracic aneurysm using two conformable gore® tag® thoracic endoprostheses. The first gore® tag® device was implanted distally, and the second gore® tag® device (tgu454520j/(B)(4)) was implanted proximally from aortic zone 3. On (B)(6) 2016, a total arch replacement was performed to treat a proximal type I endoleak. Additional event information was requested but not provided.

Manufacturer narrative:
H6: code c19 ¿ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: conclusion coding updated. It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use state ¿complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, endoleak and surgical conversion." H6: code e2121 - health effect clinical code corrected for endoleak.